Event description:
This esophyx2 system was being used on the pt. It is necessary to intubate the pt with the equipment at the start of the procedure. The cartridge on the piece of equipment broke. The rep in the room says the doctor put too much force on the piece of equipment. However, the rep also told the endoscopy nurse for the next case to get the same lot number because they are trying to use them up. The newer lot numbers have been designed differently and do not fail as easily with intubation. Antoher device was used to complete the procedure with no harm to the pt. The device has a poor design. The device has had some changes made per company rep. The company representative was present during the procedure and advised the practitioner to use up this lot first and later models work better. The cartridge is really the distal end of the device which enters the patient's mouth through the bite block. It is snapped onto the device prior to using and guided by the bite block into the patient. A company rep in the quality assurance dept claims the doctor used too much force. He confirmed that the newer models are much "easier" to use and the internal plastic component is more flexible. Interestingly, he doesn't think this is a device issue and did not think the company should reimburse for the equipment. He also stated that the crack is very hard to see. The representative, who was present during the procedure, was the one who said there was a crack.